Event description:
Nellcor puritan bennett received a report from a biomedical engineer that the unit is intermittently loosing audio alarm. There was no patient harm reported.

Manufacturer narrative:
The customer has opted to not return the unit in for evaluation at this time.